Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details are not provided. Section h4: manufacturing date was not provided. Method: the bubble CPAP generator (subject device), which is part of bc151-10, bubble CPAP system was returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product results: upon evaluation of the returned device, it was observed that the detent features in the bcpap generator lid were widened and that the distance between the bubble CPAP lid detent features was greater than the thickness of the probe. Conclusion: based on the evaluation of the returned device, information provided by the healthcare facility and our knowledge of the product, the reported event resulted due to insufficient interaction between the bubble CPAP probe and the bubble CPAP lid. The bubble CPAP system delivers a humidified mixture of air and oxygen to the patient interface. Positive pressure is generated via an underwater seal in the bubble CPAP generator, which creates a bubbling effect as gas exits the breathing circuit. The bubble CPAP generator includes a mechanism for adjusting the depth of the gas exit to allow for the delivery of CPAP levels ranging from 3 to 10 cm h2o. The adjustment mechanism is comprised of the bubble CPAP probe and bubble CPAP generator, and it also includes a physical stop to ensure that pressure does not exceed 10cmh2o. This means that the pressure received by the patient remains within a therapeutic range used to treat neonates and infants with CPAP therapy. The user instructions that accompany the subject device illustrate in pictorial format the correct set-up and proper use of the bubble CPAP system kit. The user instructions also state the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Do not use if product or packaging is damaged." "Do not reuse any part of the bc151 or bc161. It is manufactured for single patient use only. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm or death." "This product is intended to be used for a maximum of 7 days."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probe of the bubble CPAP generator has slipped out of position. The bubble CPAP generator is part of the bc151-10 bubble CPAP system (subject device). There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details are not provided. Section h4: manufacturing date was not provided. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probe of the bubble CPAP generator has slipped out of position. The bubble CPAP generator is part of the bc151-10 bubble CPAP system (subject device). There were no patient consequences reported.